Event description:
On 11/01/2023, it was reported by a sales representative via (B)(4) that an ar-3600d-2h drill broke. This occurred during a hip labral repair where the fragment was retrieved and the case completed with no further issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Functional testing was not performed on the returned ar-3600d-2h due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is broken off and was returned. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces. Refer to investigation photo.